Manufacturer narrative:
Product analysis: no product was returned. The device was discarded. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this aortic valve replacement surgery, this 21mm bioprosthetic aortic valve was partially implanted in the patient. The valve did not fully seat in the annulus, and the patient's aorta began to tear. The physician said that the valve size did not appear to align with the size the sizer indicated. It was reported that only 1 side of the sizer device was used. The physician then performed an aortic root enlargement. The patient was ultimately implanted with a non-medtronic valve. No additional adverse patient effects were reported.